Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital due a blood glucose level below 20 mg/dl. The customer's current blood glucose was 204 mg/dl, but she had been experiencing hypoglycemic episodes for the past three days. The customer had not yet been treated for her persistent hypoglycemia. Troubleshooting was initiated and the insulin pump did not have any apparent anomalies. However, it was mentioned that the customer experienced discrepancies between her blood glucose levels and her sensor glucose levels. The customer was advised to monitor their insulin pump and call back if issues persist. No products were shipped or returned.